Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple temperature alarms when they are outside in normal conditions. The customer's blood glucose level was not impacted. The customer reported that they would use long lasting insulin for insulin therapy.